Event description:
Procedure sacrospinous fixation. According to the reporter: an instrument and needle were opened and connected, but rejected by the surgeon because the needle would not load properly. They were discarded. A second instrument and needle were opened and connected. The pre-use check was passed, and they were used. During use, the surgeon noticed that the instrument felt abnormal, although the procedure appeared to be completed successfully. The surgeons comment prompted the scrub nurse to check the instrument and needle. She observed that the needle was in a defective condition. X ray failed to reveal the location of the missing fragments. Only half of the needle was found.

Manufacturer narrative:
.